Manufacturer narrative:
One newport ht70 ventilator was returned to medtronic for analysis. The ventilator was powered up and when the ventilation was initiated, the motor locked up and the ventilator shut down. After power cycling the ventilator, the device froze on the 6-image screen. The cause of the frozen screen was a flash memory error. On further inspection, the muffler was observed to be cracked and the linear bearings were observed to be worn. The linkage arm was observed to be in contact with the plastic linkage cover, causing the motor to lock up. The root cause of the motor lock up was worn linear piston bearings. Service personnel (sp) reported that the pump assembly and muffler were replaced along with the air intake filter, fan filter, emergency backup internal battery, power pac and oxygen sensor. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. If information is provided in the future, a supplemental report will be issued.

Event description:
While servicing the ht70 ventilator, the ventilator displayed ¿date has reset please replace coin battery¿ message. It was additionally noted that the touchscreen was unresponsive. The coin battery was replaced, and circuit check was initiated. However, the ventilator failed the circuit check, stopped ventilating, and shut off. The ventilator powered cycled itself but then froze on the six-image screen. There was no patient involvement with the reported event. Based on the product analysis findings this event was updated to reportable. If this type of fault identified were to occur while in use on a patient it could lead to a loss of ventilation.